Manufacturer narrative:
The company service representative examined the system and did not indicate replicating the reported event. The aberrometer was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The aberrometer was received and a visual assessment revealed no obvious nonconformity. The aberrometer was tested and found to meet specifications. The aberrometer was found to meet specifications. Therefore, the root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A facility reported that cylinder power readings were incorrect. New information was received from clinical applications specialist. The customer initially complained of questionable axis readings on post operative toric implanted patients. The intraoperative aberrometer is to be replaced due to mechanical issue.